Event description:
The customer reported that the cradle remote control console (rui or remote user interface) was not working. This would lead to loss of motorized movements. Complete loss of motorized functionality may result in inability to obtain images. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All connections inside the rui control were evaluated and reseated. The system was tested and found to be working as intended and returned to service.